Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra smart coil system include embolic stroke and other cerebral ischemic events and is included in the labeling. Therefore, the reported acute ischemic left anterior cerebral artery (aca) stroke is considered an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00802, 3005168196-2018-00804, 3005168196-2018-00805, 3005168196-2018-00806, 3005168196-2018-00807, 3005168196-2018-00808. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician placed seven smart coils. During the procedure, the patient suffered an acute ischemic left anterior cerebral artery (aca) stroke and the hospital staff administered thrombolytics intra-arterially, followed by balloon angioplasty and a non-penumbra stent device. As of (B)(6) 2018, the patient remained hospitalized. The acute ischemic left anterior cerebral artery (aca) stroke was reported to be a serious adverse event with probable relationship to the smart coils and definite relationship to the procedure.